Manufacturer narrative:
The customer¿s report of filter leaking was confirmed. The primary set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No cracks to the micron filter or to any other components were observed on the returned set. Further visual inspection of the filter vent under microscope observed no obvious damages or issues. Functional testing was performed and fluid leaked through the micron filter on both vents. Pressure testing was performed and fluid flowed through the micron filter on both vents at less than 4psi of air. No other anomalies were observed. The probable cause of the customer¿s report of a leak was due to the filter vent membrane being wetted out. The root cause was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that patient was receiving chemotherapy and noticed a small amount of chemo leaking from the taxol tubing with filter.the filter was cracked. No harm to patient